Event description:
The customer reported there was noise on the image of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed there was no image, and an e226 (scope communication error) was displayed. This report is being submitted for the malfunction found during the device evaluation (no image/error code e226). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service also found the cable demonstrated wear and surface damage due to external forces. Damage from water ingress was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information received from the user facility: the reported issue (noise on the image of the subject device) occurred during an unspecified procedure. The device was replaced with another camera head to complete the intended procedure. There was no delay in the procedure due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer's final investigation, and to provide additional information received from the user facility regarding the reported event. The additional information from the user facility is provided in sections b3 and b5. During inspection and testing of the returned device, the e226 error code was found to be caused by a cable disconnection. In addition, service found the cable was buckled, and the device was flooded inside from the switch board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the e226 code is a scope communication error, it is likely that the cause of the image issues (noise, no image) was due to the disconnection of the cable. However, the root cause of the cable disconnection could not be determined. Olympus will continue to monitor field performance for this device.